Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.(B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 60 mg/dl on customer&#62688;performa combo meter (system 1), and 550 mg/dl on customer's friend's performa combo meter (system 2). Agent had verified the customer was using the same vial of strips ((B)(4)) with both meters, no death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.